Event description:
Boston scientific crm received information that shortly after this lead was implanted, no p-waves could be seen and the lead dislodged. A revision procedure will be scheduled soon. To date, there have been no adverse patient effects reported.

Event description:
--

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory visual observations confirmed that only the proximal segment of the lead was returned, total length = 641 mm. The tip was missing and the conductor coils were cut. There was a cut in the insulation at 75, 150, 153, 266, 269, 361 and 579 mm. The extracting stylet was returned, stuck in lead. The conductor coils were deformed at 71 mm from the terminal pin and stretched from 477 - 641 mm from the terminal pin. The outer insulation ends at 599 mm and there was dried body fluid through out the lead lumen. This damage was determined to be procedurally induced.